Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's med watch report from FDA which states, "the IV pump had an infusion rate of 53ml/hr for rocuronium despite having the correct information programmed in the pump for patient weight (B)(6) and the correct dose (9mcg/kg/min). Rn had to manually reset the pump and reprogram all of the patient's information in it to get the pump to infuse at the correct rate."

Manufacturer narrative:
Additional information: imdrf annex a,b and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
Received a copy of the customer's med watch report from FDA which states, "the IV pump had an infusion rate of 53ml/hr for rocuronium despite having the correct information programmed in the pump for patient weight (99.4kg) and the correct dose (9mcg/kg/min). Rn had to manually reset the pump and reprogram all of the patient's information in it to get the pump to infuse at the correct rate".

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per (B)(4) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's med watch report from FDA which states, "the IV pump had an infusion rate of 53ml/hr for rocuronium despite having the correct information programmed in the pump for patient weight (99.4kg) and the correct dose (9mcg/kg/min). Rn had to manually reset the pump and reprogram all of the patient's information in it to get the pump to infuse at the correct rate."